Manufacturer narrative:
Device labeling: metallic implants can loosen, fracture, corrode, migrate or cause pain. Device evaluation provided by lirc: corrosion scoring: severe corrosion around the extendable junction of both nails. Radiographs showed evidence of cortical thickening pre-removal in bony regions aligned with the extendable junction of the nails. Patient showed evidence of surface damage across all screw-nail holes in both nails and had considerable surface damage at both extendable junctions. H3 other text: returned to lirc.

Event description:
See updated fields a2, a4, b6, b7, d8, h3, h6.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 as there are radiological changes at the male/female junction of the nail, not the regenerate. Lengthening was completed on (B)(6) 2019. As per the reporter, the patient experienced pain. X-ray changes equate to endosteal scalloping/lysis, periosteal reaction and thickening of the cortex. The surgeon believes that as the nail is forced out there will be a release of some debris which causes a foreign body macrophagic reaction. No other information in relation to patient has been reported.